Event description:
The device was used during an unspecified procedure. Reportedly, the tip of the blade broke off into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without pt injury.